Event description:
Fine gauge needle disengaged from the syringe during a treatment causing material to splatter on patient. There was patient contact, but no injury. Event is being reported due to the possibility of injury should event recur.